Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cartridge was connected accordingly, and the jaws were also able to open and close upon opening and closing check, but the device could not be fired. The procedure was completed with another device. There was no patient injury.